Event description:
The patient had stenalock plates and screws implanted, along with 6 wires. Six screws pulled out of all 3 plates, and the inferior aspect of the sternum pulled apart. It was reported the patient was driving and doing other activities that were against the doctor's orders.

Manufacturer narrative:
Surgeon did not elect to use the recommended surgical technique in regards to the number and type of plates to use. He felt the square plate was a better fit for the xyphoid than the recommend 2nd x plate. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.